Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited residual fluid and foreign matter in the suction cylinder and the biopsy channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the residual fluid and foreign matter in the suction cylinder and the biopsy channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.